Event description:
It was reported that the patient was not able to feel stimulation. It was also noted that the ipg was not connecting to the remote and was difficult to charge. The patient underwent an ipg replacement procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The patient was doing well postoperatively. The explanted ipg was discarded by the hospital.